Event description:
The pt reported not hearing on three electrodes on 07/01/1997. The electrodes were deactivated, resolving her complaint. On 11/13/1998 the health care professional reported the device had been explanted electively. The device was analyzed and found to have malfunction (draft analysis on 01/14/1999).